Event description:
After having allergan style 15 breast implant put in on (B)(6) 2016, I started to loose feeling and got numbness in both my hands and stopping me from returning to work full time as typing is hard and hurts to sit for that long as well. I have chronic fatigue, high estrogen, high iron, low progesterone, joint pain all over body, muscle fatigue all over, back and neck pain, chest tightening and breathing issues now for 1 month, positive ana blood results, headaches, feeling faint, weight gain, dehydrated, food sensitivities, bloating, snoring, can't sleep, dizzy, night sweats and body feeling as though it is on fire. FDA safety report ID# (B)(4).